Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
After the implant surgery due to traumatic hydrocephalus, the setting was changed from 3 to 2 with patient family. Although the patient and doctor confirmed the change, after that the surgeon realized setting was 2. There is no possibility of external magnetic attraction and there are no fell indicator and no machine failure. The surgeon opined that the check of setting was insufficient. No further patient date and the other information were provided by hospital.